Manufacturer narrative:
It was reported that the zoom was intermittent with this unit. Upon contacting the customer to set up a time for evaluation, the stryker field technician was told by the customer that they would attempt to repair the unit themselves. Therefore, the issue was not confirmed and the customer declined to have stryker medical evaluate and repair the unit, and would instead make their own repair.

Event description:
It was reported via repair work order that the stretcher stops while using the zoom drive. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the stretcher stops while using the zoom drive. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.